Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, it was initially reported that a patient had been feeling an increase of pain for the past 3 weeks; particularly worse regarding the last week. The patient did not feel well in general, and had felt like she had a low grade fever, even though an actual fever had not occurred. The patient had also lost (B)(6) over the past 6 days, as a result of not being able to eat. It was indicated that the patient stated that the pump stuck out almost horizontally when she would sit, in addition to being able to feel the catheter where it went into her spine. On (B)(6) 2010, it was later reported that a scan using an injected dye was performed on (B)(6) 2010. A physician noted the pump was malfunctioning, as dye was not entering the spinal cord. A follow-up appointment was scheduled for (B)(6) 2010. On (B)(6) 2010, it was further reported that a change in therapeutic effect occurred. A hematoma was reported, in addition to the patient having had increased baseline pain, nausea, and drowsiness. The patient indicated she had fallen asleep with food in her mouth. The patient was getting "increases with no relief", and had no volume discrepancies. The patient indicated the dye study conducted showed the drug was "spilling into my system". A replacement device surgery was scheduled (date not reported). The pump was noted as moving around, and was horizontal when she would sit. It was indicated that a car accident had occurred on (B)(6). The patient was contemplating if the car accident had possibly caused damage to her catheter. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has being requested, and will be provided in a follow-up report as it becomes available.